Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt?d) exhibited an alert due to left ventricular atrial threshold was higher than programmed amplitude or suspended. Technical services (ts) was consulted about the alert, patient consult in clinic is intended. The crt-d remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).